Event description:
Information received from the field notes that the patient presented for follow-up after the physician showed concern over a transtelephonic monitor reading. Interrogation revealed loss of ventricular capture and evidence of cross- talk on both channels. The patient was in intrinsic rhythm at approximately 68 bpm. The lead was found to have dis- lodged and pulled back into the atrium. The lead was successfully repositioned.